Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-03. H6: investigation summary bd received 100 samples and 4 photos from the customer in support of this complaint. 10 customer samples tubes were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, the 4 customer photos that were received, shows blood in the tube with the level below the fill line on the label; however, the fill line is not the minimum draw. The vacuum needs to be exhausted before removing the needle from the tube. The comparison of the customer photos and the photo of the 1.62 minimum does not confirm underfill of the product. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos, sample, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the vacuum in the tube is lower than expected, because some tubes when inserted the blood doesn't reflow into the tube slowly, and the quantity of blood that flows into the tube doesn't reach the line according to the mark.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the vacuum in the tube is lower than expected, because some tubes when inserted the blood doesn't reflow into the tube slowly, and the quantity of blood that flows into the tube doesn't reach the line according to the mark.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed; the evaluation shows the level of liquid is below the fill line mark on the label; however, the fill line is not the minimum draw. A tube was filled to the minimum of 1.62ml. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the vacuum in the tube is lower than expected, because some tubes when inserted the blood doesn't reflow into the tube slowly, and the quantity of blood that flows into the tube doesn't reach the line according to the mark.